Manufacturer narrative:
(B)(4). Per the ccp, this was a back-up unit and could not be used since the battery was drained. It was never used for a case. The reported complaint was confirmed. The field service representative (fsr) verified that the system-1 was plugged into the wall upon arrival and running since (B)(6) 2015. The data logs showed that prior to (B)(6) 2015, the system-1 had not been powered on (even to charge the batteries) since the last inspection was performed in (B)(6) 2015. The fsr tested extensively with verification, that the sysem-1 now runs appropriately on battery and alternating current (a/c) power. The fsr removed the batteries from the base, verified battery voltage was similar between the two batteries, and that the batteries were functioning properly under load. The fsr then ran the system for about 30 minutes on battery and re-verified the battery voltage, proper change-over from a/c to battery power and battery to a/c power. The fsr waited for the system-1 to recharge the batteries. The unit operated to manufacturer specifications and was returned to clinical use. The fsr advised the customer of the proper charging procedure for the batteries and system. Without monthly charging, the batteries slowly drain and can become depleted (if the system is not used at least monthly for surgery). No parts will be returned as none were replaced. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a battery issue. This system has not been used in some time. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.